Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer noted that the curved blade of the harmonic ace instrument was broken. The ethicon generator screen displayed a message indicating a high pressure between the ultrasound knife blades. The surgical staff removed the harmonic ace instrument to clean the blades and put it back into the surgical field to use; however, the harmonic ace instrument blade was found to be broken after one minute of use. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 29-sep-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the clinical sales representative (csr) regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was performing tissue dissociation at the time of the event. The harmonic ace instrument did not make contact with any other instrument or hard material during the procedure. A fragment from the harmonic ace instrument fell inside the patient and was retrieved during the same procedure. The harmonic ace instrument was reportedly returned to isi for evaluation. The csr would try to obtain photographic images of the harmonic ace instrument and/or a video recording of the procedure. On 09-oct-2021, isi obtained the following additional information regarding the reported event: the fragment was located and retrieved with a laparoscopic instrument. The customer confirmed all fragments were retrieved by matching the broken fragment to the instrument. The instrument performed as intended up until it broke. The fragment did not fall inside the patient during an instrument tip collision. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken blade. The blade broke roughly 0.066 from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported by the site that is not related to the customer reported complaint: the harmonic ace instrument was found to have a damaged teflon pad of the clamp arm. No missing teflon pad material was noted.